Event description:
According to the op report this valve was explanted due to pannus. Intraoperatively, there appeared to be some pannus preventing complete closure of the leaflets. The valve was explanted and replaced with a 21aj-501. The patient was transferred to the ICU in good condition.